Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one conquest pta dilatation catheter was received for evaluation. During visual analysis, the balloon protector was noted over the balloon and the stylet was loaded to the device at the distal tip. Further, the distal tip of the balloon was noted to not be tapered. No other anomalies were noted. No further functional testing was performed due to the device condition and nature of complaint. One photo received and reviewed. In the photo, the distal part of the balloon could be observed as placed in the protective tubing in an opened condition. Further, the balloon distal part was noted to be loaded with what looked like stylet and the distal tip tapered portion was noted to be missed. No other anomalies were noted. Therefore, the investigation is confirmed for the reported detachment issue as the tapered portion of the distal tip of the balloon was found to be missed in the sample visual analysis and received photo. A definitive root cause for the reported detachment issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiry date: 05/2026), h6 (method). H11: d2b (dqy; lit), h6 (result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to an angioplasty procedure, the tip of the pta balloon allegedly broke off while the balloon was being flushed. The procedure was completed using another device. There was no patient contact.

Event description:
It was reported that prior to an angioplasty procedure, the tip of the pta balloon allegedly broke off while the balloon was being flushed. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 05/2026), g3. H11: d4 (medical device lot number), h6 (method). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to an angioplasty procedure, the tip of the pta balloon allegedly broke off while the balloon was being flushed. The procedure was completed using another device. There was no patient contact.